Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed to the set and the defect of a leak was confirmed due to incorrect assembly between the tubing of another tubing. A pressure test was performed under water, and the leak was again confirmed. An investigation was performed in manufacturing plant to determine the root cause of the defect reported by the customer. The root cause of the defect reported by the customer was human error. The personnel from the manufacturing process did not follow the correct assembly method. Personnel involved in the manufacturing process of the tri layers will be notified about the complaint and the correct method will be reinforced.

Event description:
A customer reported to baxter (B)(4) of a clear link set in which there was a leak defect. The leaking was noticed during priming at the white connection that allows for it to be used in the pump. There is no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.